Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic acidosis and they came into the hospital. Customer did not provide details of hospitalization. Customer mentioned that every time when they use insulin pump his blood glucose went high.no further details given. Insulin pump will not be returned for analysis.